Event description:
It was reported that approximately six months post-implantation, the patient underwent a hip revision due to due to instability. Patient was to be non-weight bearing and put weight on their leg. A screw fractured and the cup shifted after. Revised to another cup of the same size and included an augment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk head, liner, screws. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.